Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: damage. Visual inspection: the xpdm quick-con si poly screwdriver (part # 279712400 / lot # mi 54115) was received at us cq. The distal tip of the device has completely broken off. No fragments were returned. The anodization of the screw driver¿s color ring has worn off. No other defects were identified. The received condition was consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes; distal tip was broken and color ring was discolored. Dimensional inspection: since distal tip has completely broken off, shaft diameter just proximal to breakage was measured. Document/specification review: drawing(s) reviewed: since exact date of manufacture was not determined, the current drawing revisions were reviewed. Conclusion: the overall complaint was confirmed for the received xpdm quick-con di poly screwdriver (part # 279712400 / lot # mi 54115) as the distal tip of the device has completely broken off. There was no evidence of the threaded tip after the breakage. However no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the receiving inspection (ri) for xpdm quick-con si poly screwdriver was conducted identifying that lot number mi54115 was released in a single batch. Batch1: lot qty of (B)(4) units were released on feb 23, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that during loan kit inspection that the tightening end of the screwdriver has snapped off. This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4).